Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Trans-septal puncture was performed and patient was heparinized. The trans-septal sheath was exchanged for the was and while crossing the septum, a thrombus was noted on the was in the right atrium. At this time, more heparin was administered. Initial activated clotting time was 197 and read 235 after the additional heparin. The physician decided to proceed with the procedure. No visualization of the thrombus was noted via transesophageal echocardiogram after the device deployment. The 21mm closure device was successfully implanted without further incident. Of note, after the watchman procedure was completed, a non-bsc transcatheter aortic valve replacement procedure was performed. Patient has been discharged.